Manufacturer narrative:
(B)(4). Concomitant medical products: 183033 - vanguard cr ilok fem-lt 72.5 ¿ j6324940, 184788 - series a pat thin 37x8.6 3 peg ¿ 215500, 141234 - biomet cc cruciate tray 75mm ¿ j6316198. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 -04862, 0001825034 -2019 -04863, 0001825034 -2019 -04865.

Event description:
It was reported the patient experienced a dvt of the popliteal vein of the left lower extremity approximately 3 months post implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4 (ud): (B)(4).reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event is attributed to the procedure, and is not device related. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.